Event description:
It was reported that the battery of the power module was expired and damaged with acid leakage. 4 rubber vent bands were weathered. The power module was showing the yellow wrench when put under load. The main pcb was replaced.

Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of a damaged and expired 12v backup battery, damaged rubber vent bands, and yellow wrench alarms on the power module were able to be confirmed. The power module (serial number: (B)(6)) was returned for analysis and was evaluated and tested at the european distribution center (edc). The power module underwent functional testing, and a yellow wrench alarm was active. The power module was opened and the 12v backup battery was found to be expired and leaking. Additionally, it was noted that the rubber vent bands were damaged. The alarm was isolated to the main printed circuit board (pcb). The backup battery, rubber vent bands, and the main pcb were replaced. Following the replacement, the power module was able to function as intended. The main pcb was forwarded to product performance engineering (ppe) for further investigation. During further investigation with ppe, the main pcb was inserted into a test power module and the power module was able to start up as expected. The test power module was then connected to a mock loop and was able to provide power to the system with no alarms active. The reported event was unable to be reproduced during further investigation. No further testing was conducted. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and quality assurance specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.